Event description:
It was reported that bd precisionglide¿ needle was leaking. The following information was provided by the initial reporter: material no: 305110 batch no: unknown. It was reported that the needle was leaking. Event description per email states: 1) caller reported leaky needle. 2) number of occurrences - 1 3) did the caller insert the needle into the cartridge and encounter fill resistance? - no 5) product lot # - unavailable 6) did issue cause any injury? No. 7) did customer require medical intervention? No. 8) is product manufactured by bd? Yes, sample is not available for investigation. Resolution - caller was able to successfully fill a cartridge. No further action required.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Lot# is unknown. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd precisionglide¿ needle was leaking. The following information was provided by the initial reporter: material no: 305110 batch no: unknown. It was reported that the needle was leaking. Event description per email states: caller reported leaky needle. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product lot # unavailable. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? - yes, sample is not available for investigation. Resolution: caller was able to successfully fill a cartridge. No further action required.